Manufacturer narrative:
Internal reference: (B)(4). Block h6: added codes 4721 (rod/shaft) and 2199 (no health consequences or impact).

Manufacturer narrative:
Internal reference: (B)(4). This case was reviewed and investigated according to the manufacturer¿s policy. No information available. Not applicable for this device. Not applicable for this device. The probable cause of the reported failure is damage in use as evidenced by a bend on the scanner. Strain, impact, and forces associated with use can affect the integrity of the electrical connections within the device. In addition, the health effect impact code (heic) field was intentionally left blank. A supplemental MDR to follow upon availability to enter code: 2199 (no health consequences or impact). Do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to the alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that during a peripheral procedure inside the body while passing through the lesion, the manufacturer's catheter's image was incomplete and 3/4 of the image was blacked out. The procedure was completed with a different device. No patient injury reported. The returned device was visually and microscopically inspected. A portion of the distal shaft (less than 0.25 square mm) was missing and lifted approximately 26 mm from the distal tip with rough edges of malleable shaft material. During functional testing, the device failed to be recognized by the imaging system and the system and displayed a ¿no catheter¿ message. This product problem is being submitted because a portion of the manufactured's device was missing. There is a potential for harm if the malfunction were to recur.